Manufacturer narrative:
A user facility medwatch report (#4900240000-2021-8160) was received on 01/25/2022 reporting the suction tube was discolored with red foreign object in it. The sterile field was broken down and reopened prior before the patient entered the room. A supplier corrective action request (scar) was issued to the tubing supplier conmed corporation. The sample has been returned to deroyal for evaluation. This investigation is ongoing at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.

Event description:
Upon inspection, the suction tube was discolored with red foregin object in it. The sterile field was broken down and reopened prior before the patient entered the room.

Manufacturer narrative:
The tubing was returned to deroyal for evaluation. A supplier corrective action request (scar) was issued to the tubing supplier conmed. Potential root cause: raw material (resin) with foreign matter from conmed's supplier. The personnel was not following the good manufacturing practices. The following corrective actions have taken place by conmed: requested an incoming inspection of the resin. Retrained the personnel involved on the qwi-016-m good manufacturing practies procedure. Updated manufacturing procedure mp-09-1492-m to include the instructions to maintain the gaylords covered in the extrusion area. Updated mp-128-m to clarify the instructions for verification of red substance in the tubing during the coiling process. Deroyal no longer receives this product from conmed. This investigation is complete at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.